Event description:
While the unit was in use on a patient, they were unable to obtain a trigger on the unit. The patient was switched to another unit and the same problem occurred initially and then trigger was obtained and therapy continued. No patient injury was reported.